Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose level was 156 mg/dl. The customer reverted to an alternate method of insulin therapy.